Event description:
A cartridge change error was reported with the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support guided the customer through troubleshooting steps, including inspecting and cleaning various parts of the pump. Despite these efforts, the customer was unable to successfully load the new cartridge. Technical support had already initiated a pump replacement.